Event description:
It was reported that, "the setup time for the simplex p speedset is insufficient for the last couple of weeks. The set up time can take from 3 minutes and 45 seconds to 12 minutes to harden."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 6192-1-001, lot# dhr023, description: simplex p speedset full dose 1 pack. Cat # 6192-1-001, lot# dhr017, description: simplex p speedset full dose 1 pack.